Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). Per service record, carefusion service technician was able to duplicate ¿unit will not power on any power source including battery. No power indicators lit¿. All testing was performed using a good known test ac adapter. Service technician connected ventilator to ac adapter, ventilator did not recognize any form of power. All power indicators on front panel did not illuminate. Internal inspection of ventilator revealed component power board was blown. Service technician installed a good known test power board and ventilator powered on using both internal and external power source.

Event description:
The customer reported that the lap top ventilator 1200 unit will not power up on any power source including internal battery as well as no power indicators lit. Upon further investigation, the customer reported no patient involvement or allegation of patient harm.